Manufacturer narrative:
Date rec¿d by MFR : 25jun2019, date of report : 25jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse tried to calibrate the touchscreen and it failed. The fse replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event.